Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported there was no known cause for the stimloc screw not engaging into the bone which was confirmed with the physician. The screw was sent back for analysis. No further complications were anticipated.

Manufacturer narrative:
Analysis revealed that the threads to the screw were damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the stimloc screw was not engaging into the bone. A new screw was used and the issue was resolved. There were no symptoms reported. There were no further complications reported.